Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Additionally, healthcare professional reported patient has improved after 10 days of antibiotic treatment. After 14 days, there is no pain or infiltration. The antibiotic therapy was extended to 4 weeks.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected 0.5 ml each side of jaw with juvéderm® volux¿ and 1 ml per side with juvéderm¿ voluma¿ with lidocaine fin the cheeks. Approximately 5 weeks later, patient experienced painful, palpable, hard lump in the area of the left jaw angle. The patient was prescribed ciprinol 2 x 500mg orally and after 2 days the patient reported a reduction in the infiltrate and less pain, with mild itching. The patient started taking clatra. At the follow-up visit, there was no infiltrate, soft tissues were normal, and the patient felt slight discomfort on touch at the filler injection site, and continuation of antibiotics was recommended. There was a reduction in symptoms, but they have not resolved. This record is for juvéderm¿ voluma¿ with lidocaine.